Event description:
Medtronic received information via literature regarding interventricular membranous septum length on pacemaker need with different transcatheter aortic valves. All data were collected retrospectively from a single center between january 2016 and march 2020. The study population included 653 patients who were predominantly male with a mean age of 80.6 years. Multiple manufacturer¿s devices were implanted in the study population; 291 were implanted with a medtronic evolut r or evolut pro bioprosthetic valve (unique device identifier numbers not provided). Among evolut r patients adverse events included: arrhythmia (complete heart block, atrial fibrillation with bradycardia, first-degree av block with lbbb) requiring permanent pacemaker implant, high mean pressure gradients (40 mmhg) and hypertension. Based on the available information medtronic product was associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: hokken et al. Impact of interventricular membranous septum length on pacemaker need with different transcatheter aortic valve implantation systems. Int j cardiol. 2021 jun 15;333:152-158. Doi: 10.1016/j.ijcard.2021.02.080. Epub 2021 mar 3. Earliest date of publication used for date of event. Medtronic products referenced: evolut r and evolut pro. Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.